Event description:
During follow-up, low pacing impedance, undersensing and noise resulting in oversensing and automatic mode switch episodes were observed on the right atrial (ra) lead. Reprogramming is anticipated to be performed. No intervention has been performed at this time. The patient was in stable condition.